Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels. The customer's blood glucose levels were too high for the glucose meter to detect. The customer stated that she has been having problems with air bubbles in the reservoir and infusion sets. The customer and her doctor both felt that the insulin pump should be replaced. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.